Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the placement of a mesh during a laparoscopic surgical repair for umbilical eventration, the individual experienced chronic, severe abdominal pain both day and night, which did not improve and became unbearable. The pain resulted in significant functional impairment, preventing the resumption of normal daily activities and severely impacting quality of life. Multiple medical visits and examinations were conducted.